Event description:
This case has been created to capture the additional devices that were reported for difficulty removing the protective sheath. Although the sheaths were difficult to remove, the devices were used successfully. There was no clinically significant delay in procedures and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Date of event filed on the initial medwatch report was an estimate. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.